Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50mmx12mm synergy ii everolimus-eluting stent, it was noted that one of the stent struts was damaged and protruding. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that on the 4th most distal row; a stent strut was lifted upwards. The maximum stent profile measurement is within specification. A review of the specified inside diameter of the stent protector was conducted; however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50mmx12mm synergy ii everolimus-eluting stent, it was noted that one of the stent struts was damaged and protruding. The procedure was completed with another synergy ii everolimus-eluting stent. No patient complications were reported and the patient's status was fine.